Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter; during a laparoscopic gastric bypass, the jaws of the suturing device were damaged and would not hold the needle. There was no injury to the patient.